Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, scope is not detected, could not be identified. According to the facts found out from the investigation, phenomenon was reproduced during inspection at the repair department. We, therefore, surmised that the scope was not detected due to faulty slide detection of the output socket. We could not identify a root cause. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable as there was no ground for determining the cause of this phenomenon to be the misuse of users.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, the xenon light source had a faulty scope socket. The scope detect slide on the scope socket was not functioning properly. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.